Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that after the doctor transferred pump settings into new pump, they had a low blood glucose (bg) of 40mg/dl. The patient was treated with glucagon but bg went to 35mg/dl. 911 was called and the patient was treated with fluids. The reporter asked for assistance on comparing the new pump to the old pump to verify if settings were entered correctly by hcp. Customer support (cs) advised the reporter to directly contact the doctor to verify if the basal settings are correct in new pump and have all bg targets ratings entered. There was no bolus history in the new pump during this event. Cs noted that the bg target in the new pump did not have all settings as recorded in old pump. The reporter agreed to contact doctor¿s office to review basal settings in new pump and to update bg target settings. This report is being made due to the hypoglycemic event the patient experienced because the pump settings were not complete on the new pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( the pump settings were not complete on the new pump).